Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric cancer resection, on esophageal disconnection, the device did not fire. The surgeon was able to press the green button but unable to squeezed the handle. They change the device to complete the procedure. There was no patient injury.